Event description:
A male pt contacted lifecor customer support to report that when he inserts one of his battery packs into the monitor, his name is displayed, but there is also a question mark displayed. A review of the pt's download shows battery faults. The suspect battery pack was replaced.

Manufacturer narrative:
Evaluation: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery faults was a defective u3 supervisory ic within the battery pack. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 cannot be positively identified. The defective u3 will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.